Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced intermittent audio output from the receiver and a hypoglycemic event. Patient reported that they had a hypoglycemic episode due to low blood sugar and that the dexcom system never alarmed. The patient was shaky but didn't pass out. Patient self-treated at home by drinking juice but patient's husband took her to the emergency room (ER) to ensure she was okay. No treatment was needed and the patient's hospital visit was about 45 minutes long. At the time of contact, the patient was in good condition. Additional event or patient information is not available. No product or data was provided for evaluation. The reported event of intermittent audio output was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the downloaded receiver log did not find any errors related to the customer complaint. A manual drop test for intermittency was performed and the test passed. The device was determined to be operating within the required specifications without malfunction. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.